Manufacturer narrative:
At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not reportable. Philips received further information that the issue reported did not occur on the azurion system. This complaint was reported in error, there was no complaint related to the azurion system.

Event description:
It has been reported to philips that, there was x-ray tube failure. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.